Manufacturer narrative:
Based on technician statement, there was no gas pressure even though central line pressure was 60psi. It was found that air gas module is defective. The reported issue was resolved by air gas module replacement. The device was checked and handed over in good working condition. The device's logs and claimed parts were not provided for further analysis. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective air gas module.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had an issue with delivering air pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).